Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec and broken shell. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact broken. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken with non-penetrating nicks due to surgical impact. Non-penetrating nicks. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a left side rupture. The device has been explanted and replaced.